Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain and non-malignant pain. The patient reported poor telemetry/no telemetry with recharging. There was poor communication. The last time the patient was able to successful charge their device was monday or tuesday the last week of march. The patient¿s manufacturer representative (rep) told the patient that they could let their battery run out. The patient started feeling funny so they let their battery run out and not cannot connect to their battery which began (B)(6) 2017. The patient stated that last sunday the device was not pulsating right. The patient was not able to communicate with another external device and would follow up with a healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that since the ins has been off in (B)(6) 2017, the patient has been having a lot of pain and could hardly walk after mowing the lawn the previous day. It was noted that the patient's ins was potentially overdischarged. The patient was originally planning on meeting with their healthcare provider to have their ins restarted, but they were notified that they would have to schedule a time with a manufacturer representative. The patient got an appointment planned with their doctor and a manufacturer representative for (B)(6) 2017. No further complications are anticipated.